Manufacturer narrative:
This medwatch is submitted to send a follow-up and final following additional informations received. Additional information, received confirmed that the part of the implant holder that broke was the knob and no foreign body has been retained in the patient's body. The surgery was completed using forceps and pliers. The patient was in a healthy condition after the surgery. The device was returned and examinated by the manufacturer . The notches on the instruments shows potential excessive foce during instrument use which may have caused the knob breakage. From the information provided based on the event description, the product history records and the review of the case with the product manager, the investigation found no evidence to indicate a device related issue. It can be concluded that the cause of event is user error. Indeed, it is more than likely that the surgeon during the implantation of the prosthesis malleting too brutally on the knob of the inner shaft of the implant holder, causing the broken instrument. It is specified in the surgical technique of the implant that during the prosthesis insertion : the prosthesis is inserted progressively, under fluoroscopy, into the disc space by gently tapping on the implant holder's impaction knob with a mallet . Investigation found no evidence on a device issue.

Event description:
Mobi-c : mb9001r broken during insertion. From initial information reported on the zper, the instrument broke during implant insertion into patient's body. Additional information, received on (B)(6) 2018, informed that the part of the implant holder that broke was the knob and no foreign body has been retained in the patient's body. The surgery was completed using forceps and pliers. The patient was in a healthy condition after the surgery. Product was received and evaluated by manufacturer . The knob breakage was confirmed .

Manufacturer narrative:
Product is not yet received by the manufacturer. No examination can be performed yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter. No feed back is received yet conclusion is not available. Investigation is in progress.

Event description:
Mobi-c : mb9001r broken during insertion from information reported, "the instrument broke during implant insertion into patient's body". Attempts have been made to collect more information on the event and no further information has been provided yet. Investigation still in progress.